Event description:
It was reported that when using the bd pyxis¿ es server scheduled and non-scheduled reports were not being generated. The customer attempted to manually generate the reports on the server but received an error message stating, "an unexpected error has occurred; please try again later". The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.